Event description:
The customer to get a replacement insulin pump per her doctor's request. The customer also stated that she was hospitalized for high blood glucose levels about one year ago and again about seven months ago. The customer did not have more information about the events. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.